Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that their device quit working for about a week now. Patient stated that it was not sending signal and they are not feeling any stimulation. Patient unlock the controller and saw settings not available message. Agent reviewed information. Agent redirected patient to healthcare provider (hcp) and rep to further address the concern.